Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said the device is not helping w/ their symptoms. Patient said they were under the impression the device would help w/ frequency and the patient would be able to hold their urine still they got to the bathroom. Patient said they are still urinating on them selves and are very disappointment w/ the device. Patient said if they try to hold their urine it comes out faster. Patient said the device is not helping their symptoms at all. Reviewed how to change programs. Patient was able to change programs and increase stim to where they could feel stim. Agent did not ask about the circumstances that led to the reported issue.  No further complications were reported/anticipated at this time. Additional information was received from the patient. The patient called back reporting ongoing therapy concerns. Patient tried increasing stimulation to improve therapeutic effect however they could not go beyond 1.5 on program 2 without encountering maximum settings reached message. Patient denied any falls or traumas and no surgical procedures. Patient reported they did feel shocks from the stimulator to the base of the spine. During the call patient changed to program 3 and was only able to increase amplitude to 0.9 before encountering maximum settings reached message again. Patient will stay on program 3 and monitor symptoms and schedule a follow up device check with managing physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the therapy never helped them: they stated they've "been at this for 3 years" and explained their previous device had never worked and so they had it replaced with their current system because they believed the previous system was " a little bit lower" placement wise. The patient then stated they weren't sure exactly why it was replaced with their current system but noted it was because something had been wrong with the previous system.